Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, hyperlipidemia, coronary artery disease, peripheral artery disease, hemodialysis, atrial fibrillation, and heart failure. Complications reported included device embolization, perivalvular leak, surgical intervention (permanent pacemaker), unexpected medical intervention (balloon aortic valvuloplasty); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: the verification of co-axiality of the three self-expanding transcatheter aortic valve systems according to the difference in shaft spine b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "the verification of co-axiality of the three self-expanding transcatheter aortic valve systems according to the difference in shaft spine", was reviewed. This research study is a retrospective single-center experience to evaluate the influence of different spine structures on valve implantation. The devices included in the study were evolut pro+, evolut fx, and navitor. The article concluded that pro+ with double spines showed vertical axis, navitor with non-spine showed horizontal axis, whereas fx demonstrated co-axiality at the point of no recapture. [The primary and corresponding author was norio tada, division of cardiovascular medicine, sendai kosei hospital, sendai, japan, with corresponding e-mail: noriotada@hotmail.com.]. This study included patients with severe aortic stenosis who underwent transfemoral transcatheter aortic valve replacement (tavr) using self-expanding valves (sev's) from 01 (B)(6) 2021 to (B)(6) 2023. A total of 95 patients were included in the study, of which 34.7% (33) received an abbott device. The average age was 84 years. The majority gender was female. Comorbidities included hypertension, diabetes mellitus, hyperlipidemia, coronary artery disease, peripheral artery disease, hemodialysis, atrial fibrillation, and heart failure.